Manufacturer narrative:
This is the final report.

Event description:
A report of a pt experiencing left side motor deficiency following the implant procedure was received. The pt has regained some motor ability. The physician decided to have the entire system explanted.